Event description:
Nurses were at two different patient's bedsides on two occasions providing care when they looked up to note that the two different monitor screens were blank. No alarm notification occurred. Biomedical engineering called and removed the monitors and replaced with another monitor.health professional's impression: in response to the dash 3000 monitor, biomedical engineering responded on-site and found that the display was blank, but the monitor appeared to have power and a network connection. The device was swapped out and tested. The device performed to manufacturer specifications and the problem could not be duplicated by biomedical engineering in a testing environment. The device has been sent to ge for further testing. In response to the dash 4000 the screen only had a service message in the corner of the screen about an invalid ethernet connection.update two weeks later for the dash 3000 by ge reported that the error was most likely caused by software issue on a chip on the main circuit board. This was remedied with a reload of the software according to ge service. A request and activity number were issued.manufacturer response for the first monitor, physiological, dash 3000: ge reported that the error was most likely caused by software issue on a chip on the main circuit board. This was remedied with a reload of the software.manufacturer response for the second monitor, physiological, dash 4000: ge reported that the system board had to be replaced.